Manufacturer narrative:
(B)(4). If explanted; give date: na (not applicable); lens remains implanted at the time of submitting the MDR. (B)(6). The lens insertion system (only) was returned for evaluation; the lens was implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implanting the intraocular lens (iol) into the patient's eye, the surgeon saw a particle of 1 to 1.5 mm in the eye. The surgeon took the particle out with a pincer without enlarging the wound or other side effects to the patient. Reportedly, the customer lost the particle, but the preloaded insertion system will be returned for evaluation. There was no patient injury reported.

Manufacturer narrative:
The lens insertion system (only) was returned to the manufacturer for evaluation. Visual inspection, using a microscope at 10x magnification, showed scarce ovd (ophthalmic viscoelastic) residue inside the cartridge. The plunger was observed loaded as required and engaged. No damage or broken parts were observed on the device. No debris or particles were observed inside the device. The claim reported was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.